Event description:
Pentax medical was made aware of an event which occurred in the united states stating that there was "no video image" involving pentax video colonoscope model ec-3890lk, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer responded to a good faith effort request via email on (B)(6) 2021 and stated the reported no video image occurred during pre-procedural checks. The customer owned endoscope was received by pentax medical for evaluation on (B)(6)2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: passed wet leak test, passed dry leak test. The device underwent repairs including the following components: o-rings and seals, objective lens unit, bending rubber. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2021. Model ec-3890lk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec-3890lk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2009. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Concomitant medical products: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 4203 electrical/electronic component problem identified. Investigation conclusions: 4307 cause traced to component failure. If additional information becomes available, a supplemental report will be filed with the new information.